Event description:
Event description: the physician intended to use a complete se iliac self-expanding stent to treat a lesion proximal of the ostium of the brachiocephalic and the aortic arch. Target lesion was moderately calcified. The landing zone distal to the distal end of the stent was about 3-4mm. It was reported that the stent ¿shot out of the sheath¿ during the attempted deployment in the innominate artery and travelled to the aorta. The physician then tried to snare the stent, however this failed and the stent drifted down in the aorta. Two (2) non-medtronic stents were subsequently implanted to treat the target lesion. A 12f non-medtronic sheath was used to retrieve the stent out of the groin. Vessel damage occurred during the attempt to retrieve the stent out of the groin and the patient was sent to the operating room to repair the damaged vessel. The complete se device had been inspected and prepped prior to use with no issues noted. Patient is reported to be fine and no other clinical sequelae were reported. Evaluation summary: the deformed 9mm x 40mm stent was returned. All 8 tantalum markers were present on the stent. The stent was stretched, measuring 58mm. There was residue visible on the stent. Both ends of the stent were deformed. The segments in the middle were intact. The delivery system was not returned for evaluation.

Manufacturer narrative:
Evaluation results: related to operational context (device inspected and prepared prior to use with no issues noted ¿ reported event most likely procedural related). Unapproved use of device (device is indicated to treat the iliac arteries). Deformation problem. Evaluation conclusion: off-label, unapproved, or contraindicated (device is indicated to treat the iliac arteries). Operational context contributed to event (device inspected and prepared prior to use with no issues noted ¿ reported event most likely procedural related). (B)(4).